Event description:
Delay of insulin drip during alarm condition reported. Orders were received for an insulin drip to be started (unknown rate/dosage) on an emergency room pt. While setting up the pump/tubing to start the drip, cassette alarms were received. A delay of 20-30 minutes was experienced before the alarm was able to be resolved. No pt harm was reported. Although requested, no pt info regarding gender, age, or diagnosis was available.